Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing. Patient will be brought back for further evaluation at a later date. No programming changes were made and no patient symptoms were reported.